Event description:
It was reported that a catheter detachment occurred resulting in a cancelled procedure. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the opticross catheter separated. The device was withdrawn from the patient, and the procedure was unable to be completed. There were no patient complications.